Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for two patients' samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The customer reported that both samples were initially tested and generated a positive result for influenza a and sars-cov-2. The results were questioned. The sample from patient 1 was sent out for a covid only re-test (unknown platform) and generated a negative result. The negative covid results were reported to the patient along with the flu results. Patient 2 was retested (unknown if same sample or recollection) on a separate cobas liat and generated a negative results for all three targets (influenza a&b, sars-cov-2). The negative result was reported out. No apparent harm or injury occurred in relation to the event. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
A review of the data showed true amplification for each target. Note, a delayed CT for the sars-cov-2 target was observed which is indicative of a sample near or below the limit of detection (lod) of the assay which may generate wavering results during repeat. No optical or motion disturbances were observed. No product problem was identified. (B)(4).